Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 300cc saline prosthesis, catalog #3501645, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. On (B)(6) 2018 left deflation was confirmed through a physical examination with a physician. As a result, device removal without replacement was performed on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 7/27/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. On (B)(6) 2018 left deflation was confirmed through a physical examination with a physician. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 3.9 cm within creases located on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. There is no evidence that the issue is related with manufacturing. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).